Event description:
During the procedure, the blade broke into the patient. The broken end was retrieved. A second blade was used to complete the procedure without incident. It is unknown if the second blade was of the same or different lot.